Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements and low r-wave amplitudes one day post-implant. It was determined that the lead had dislodged and a revision procedure was performed later in the day. No additional adverse patient effects were reported. The lead was successfully repositioned and remains implanted and in service. Additional information was received. About 10 days after the rv lead was repositioned, an alert was issued in the remote monitoring system indicating the rv lead intrinsic amplitude was out of range at 2.8mv. No undersensing was observed. It was noted other rv lead diagnostics were variable, with pacing impedance values ranging between 496-819 ohms and pacing threshold values ranging between 0.4v-1.5v. An email was sent to the clinic notifying them of the observations and recommending an in-clinic review of the patient and lead. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements and low r-wave amplitudes one day post-implant. It was determined that the lead had dislodged and a revision procedure was performed later in the day. No additional adverse patient effects were reported. The lead was successfully repositioned and remains implanted and in service. Additional information was received. About 10 days after the rv lead was repositioned, an alert was issued in the remote monitoring system indicating the rv lead intrinsic amplitude was out of range at 2.8mv. No undersensing was observed. It was noted other rv lead diagnostics were variable, with pacing impedance values ranging between 496-819 ohms and pacing threshold values ranging between 0.4v-1.5v. An email was sent to the clinic notifying them of the observations and recommending an in-clinic review of the patient and lead. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. The following year, the rv lead intrinsic amplitude was again low, out of range at 2.5mv, with no undersensing observed. Also, the rv pacing impedance measurements were decreasing in the past three months, from 815 to 537 ohms. An email was sent to the clinic notifying them of the observations and recommending an in-clinic review of the patient and lead. No adverse patient effects were reported. The lead remains implanted and in service.